Event description:
I was implanted with essure. This is manufactured by bayer , formerly conceptus. I have seen dr. (B)(6) my implanting dr. He doesn't listen to my complaints . I am looking for another dr. I have had severe weight gain. Vitamin d deficiency, bloating in the abdomen and pelvis area. I have abnormal sharp pains in the area of implant, painful intercourse, irregular periods, irregular bowel movements, fluttering movements in the area of the coils. This has been steady for the past few years, I still have the device inside me. (B)(4).